Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during priming and during a cataract extraction with intraocular lens implant procedure occlusion warnings were noted with the phaco tips. The tubing, tip, handpiece and system were exchanged. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on january 17, 2013. Based on qa assessment, the product met specifications at the time of release. Root cause no phaco tips were returned for evaluation for the report of occlusion. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a consumable lot history review could not be conducted. Because samples were not returned from the customer and no lot information was provided for a lot record review and the system was found to meet specifications, the root cause for customer complaint issue cannot be determined. (B)(4).